Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken into emergency room and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 1399 mg/dl. At the time of incidence. Customer was treated with intravenous saline. Customer¿s current blood glucose level of 191 mg/dl. Customer was treated with intra venous drip. The insulin pump will not be returned for analysis.